Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The hospital has reported following to sales rep: during surgery the surgeon broke the screw to 27mm+ 10 cone body. According to the surgeon, not much force was used. The distal part of the screw is implanted to patient.

Manufacturer narrative:
An event regarding crack/fracture involving a restoration modular bolt was confirmed. The bolt fractured at the root diameter of the first thread from the head. The material analysis report concluded that the locking bolt fractured in ductile shear overload at the root diameter of the first thread nearest the head. The fracture was consistent with the application of an overload in torsion. The vertical faces of the hexagonal head showed significant damage due to right handed tightening. No material or manufacturing defects were observed on the fracture surfaces examined. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. The investigation concluded that the locking bolt fracture due to application of an overload in torsion. However, no material or manufacturing defects were observed on the device. If additional information becomes available, this investigation will be reopened. Product surveillance will continue to monitor for trends.

Event description:
The hospital has reported following to sales rep: during surgery the surgeon broke the screw to 27mm+ 10 cone body. According to the surgeon, not much force was used. The distal part of the screw is implanted to patient.